Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that guidewire was bent along its length in multiple locations, and that the ptfe coating was peeled at the bend site at 197.5cm. During functional evaluation resistance was encountered while the guidewire was being advanced and withdrawn, and the guidewire torque was not smooth due to the anomalies found on the guidewire. From the condition of the guidewire it appeared that the guidewire has gone under excessive manipulation during the procedure. Information from the complaint indicated that the stent delivery system and the guidewire were confirmed to be in good condition prior to use, continuous flush was maintained, and the anatomy was severely tortuous. It was reported that the guidewire was used with a wingspan stent and the wingspan pusher wire was bent so that the guidewire could not be removed from the wingspan stent system. It is likely that the wingspan device was bent due to the severity of the anatomy causing the transend guidewire to become jammed, bent and the observed ptfe coating peeling. Based on the information available and device analysis, an assignable cause of procedural factors has been assigned to this investigation.

Event description:
Based on investigation of the returned product, it was found that the ptfe coating was peeled. There was no impact to the patient.